Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information from a competitor representative that during a device replacement procedure, the physician had difficulty with removing the setscrews of this device. Specifically, any time a screwdriver was used, the screwdriver "snapped off." The setscrews were eventually removed with a drill. This device was explanted. No additional adverse patient effects were reported.